Event description:
Per independent repair center statement, the unit would not start and the alarms would not function. The key failure was the power switch having no power or alarm. Additional malfunctions were leaking at the bed hoses, the heat exchanger leaking, and leaking at the gear clamps.